Event description:
On 2021-jan-26, additional information was received from the rep. The initial reporter information was provided. The cause of the inability to aspirate was requested. The rep stated, "the doctor felt that the catheter may have been collapsing as he was trying to aspirate. He was able to get csf dripping once he removed the catheter segment." The inability to aspirate the catheter has been resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving hydromorphone (10mg/ml at 6.06mg/day) via an implanted infusion pump. It was reported that during a normal pump replacement, the hcp was unable to aspirate from the catheter access port (cap). The patient had been doing fine with their therapy and had no complaints, and the hcp took exactly what they were expecting out of the old pump reservoir, so there were no volume discrepancies. The hcp then removed the sutureless connector (7.6cm) and attached a new segment. The representative assisted the hcp by priming the new pump on the back table. It was calculated that if the new catheter segment was not primed, the patient would get drug for 7 hours, then no drug for approximately 40 minutes, and then therapy would resume as normal. No further issues or therapy concerns were discussed.